Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at the implant site. Subsequently, the patient underwent revision surgery on (B)(6) 2017, to remove the abutment and excise skin at the implant site. The implanted fixture remains insitu.